Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir had air bubbles. Customer's blood glucose level was 6.1mmol/l at the time of incident. It was reported that customer tried to clear reservoir into insulin pump but did not resolve. It was reported that customer has tried different reservoirs from different boxes. The product will be returned for analysis.

Manufacturer narrative:
Evaluated two open and used reservoirs. Performed pre-fill reservoir test. Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Ran basal bolus leaking test: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into paradigm insulin pump. Conclusion: reservoir no air bubbles. (B)(4).